Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The event could have occurred due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle; the friction could have increased by the needle extended/retracted while the tube was coiled in inspection of operation, the slider was abruptly pushed, the angle of the distal end of the endoscope, or the tube was kinked. The event can be detected and prevented by following the instructions for use: (rk1555 rev02). Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use injector failed to deliver fluid due to a clogged tip. The issue occurred during a therapeutic endoscopic injection sclerotherapy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.